Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 250 mg/dl for about five days in 2009. On the first day, the pt jogged for 45 minutes and her blood glucose measured 150 mg/dl at 6:50pm. She disconnected from the infusion device and showered and reconnected to the device at 7:10pm. At 9:00pm, her blood glucose measured 250 mg/dl and she saw air bubbles in the luer connection of the infusion set. She changed the infusion set and injected insulin via pen. At 11:00pm, her blood glucose measured 200 mg/dl and she injected insulin via pen. On the last day, she swtiched to her backup infusion device and had no further issues. Her normal blood glucose level is 100 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.